Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-jul-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse instructed the customer to check the main incubator and cleaned the hybrid arm cup transfer cup sensor block and claws. The instrument was working as intended. No further action required by field service. The most probable cause of the reported event was a blocked hybrid arm cup sensor and dirty hybrid arm claws that needed to be cleaned.

Event description:
On (B)(6) 2016, a customer reported constant 4273: hybrid cup transfer z-axis home overrun errors with their aia-2000 analyzer. The customer was unable to run beta-hcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.